Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) in the market. There are no units in stock in b. Braun surgical's warehouse. In all open samples the needle is detached from the thread and the thread is still wound on the pack. A tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 0.73 kgf in average and 0.47 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). A review of the batch manufacturing record shows this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications and taking into account that the results of the open samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. No corrective action needed corrections: clarification regarding event details: prior to use on patient.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going. Date of event: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "it was found the needle and suture were separated after opened the package.." All med watch submissions related to this report are: 3003639970-2018-00616.